Event description:
A patient reported their implant was not working and it was effecting their job performance. They were leaking and urgency was still there. Their healthcare provider (hcp) had not tried other programs and they were only giving them medication. Follow up from the patient on (B)(6) 2016 report they had a problem since a month and two weeks, and then said going on two weeks, they bumped their device somehow. They started to have the urge sensation again and had been going to the doctor. They had been giving the patient medicine and they changed the programs. At the time of the report, they still had the urge. They wanted to know what their hcp should do because they could not work and it was affecting their life. It was recommended that because the issues are medical in nature that the patient follow up with their hcp. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.